Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial oversensing. Geo event description: it was reported that the right atrial (ra) lead was fractured. An x-ray was performed and fracture was confirmed. The pacemaker has been programmed in vvir.the lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event. Preliminary geo assessment: sales info revealed that this lead was implanted on (B)(6) 2003 (13 years ago). Review of provided std-file revealed that: >> pacemaker was implanted on (B)(6) 2012 (almost 5 years ago) >> high impedances and lead warning since (B)(6) 2014 (2 years after device replacement) >> atrial capture management unable to run since (B)(6) 2012 (shortly after replacement) >> high rate atrial episodes since (B)(6) , because lead was programmed to unipolar sensing before suggests that ring was high before (connection issue) and that tip started to fracture now (or continued connection issue). An x-ray was performed and fracture was confirmed. Solved by reprogramming. Preliminary geo conclusion: suspect lead fracture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.